Event description:
It was reported that for the last couple of weeks, the patient felt like the stimulation would just stop, even though she hadn¿t moved or changed position, and then it revved up again. It was a ¿weird feeling.¿ the patient¿s ¿legs would give out¿ and it caused her to fall. The intermittent stimulation did not seem to be a major concern. The patient was referred to the implanting neurosurgeon. Interventions and patient outcome were not report. Follow up was requested to obtain this information. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).